Manufacturer narrative:
Patient diagnosed with suspected left-side device rupture via MRI, ultrasound and mammogram. Device removal and replacement not reported.

Event description:
Patient diagnosed with suspected left-side device rupture.